Event description:
It was reported that the patient's implantable cardioverter defibrillator exhibited slow charge time. It was noted that the device timed out during charging. The device was reprogrammed. The issue was resolved. The patient was stable before, during and after the resolution.